Event description:
The customer called and reported a centrifuge bowl leak. The customer stated the leak occurred at the beginning of the first cycle. The customer observed fluid inthe centrifuge chamber. The leak was found at the rotation seal of the bowl. The customer decided to abort the treatment. The patient was reported to be in stable condition. The patient was given 500ml of ranger infusion. The volume left in the discarded kit was 100ml. No service order was generated. Photos were returned for evaluation.

Manufacturer narrative:
A batch record review for lot c729 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trend was detected for this complaint category. No CAPA was initiated for complaint category, centrifuge bowl leak/break. Product return analysis feedback: a photo analysis was conducted for this complaint. The complaint was confirmed upon review of the photographs. The analysis indicated that blood had leaked through the dynamic seal of the bowl. The cause of the leak could not be determined. The photographs show a large amount of foam/air bubbles within the reservoir and the bowl body, which may be an indication of a pressure buildup. A pressure buildup within the set might cause the secondary seal to shift or lift, thus causing fluid within the bowl to spill or lift, thus causing fluid within the bowl to spill out through the dynamic seal. A pressure buildup may be caused by a tubing kink, an occlusion, or an incorrectly clamped line. No visible manufacturing defecrts were seen within the photographs provided. The device history record (DHR) was reviewed and no related issues were found. Based on the analysis, no remedial action was taken. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).